Event description:
It was reported that the programmer freezes at start-up. The programmer was returned for repair and test/calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer freezes at start up. Reconfiguration was completed and software was reloaded to resolve freezing issue.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).